Manufacturer narrative:
Further information was requested, but not received.

Event description:
Related manufacturer reference number: 2017865-2023-10873. It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker and right atrial lead exhibited undersensing issues. No intervention was performed and the patient's condition was unknown. The patient will continue to be monitored.